Manufacturer narrative:
(B)(4). Further information regarding the event was requested and fisher and paykel healthcare are currently awaiting a response from the facility. Fisher & paykel healthcare (f&p) is in the process of completing our investigation. We will provide a follow-up report upon completion of our investigation.

Event description:
A healthcare facility in france reported via a fisher and paykel healthcare field representative that an ojr410 optiflow junior 2 nasal cannula was found to be faulty during use on patient. The healthcare facility further reported that the patient experienced minor desaturation and associated bradycardia. Fisher and paykel healthcare is currently gathering further information related to the reported event and patient consequences.

Manufacturer narrative:
(B)(6) method: the subject device ojr410 optiflow junior 2 nasal cannula was not returned to fisher & paykel healthcare (f&p) for evaluation. Our investigation is based on the information provided by the healthcare facility, previous investigations of similar complaints and our knowledge of the product. Results: the healthcare facility reported that an ojr410 optiflow junior 2 nasal cannula was found to be faulty during use on patient. Conclusion: without the return of subject device for evaluation, we are unable to determine the exact cause of the reported fault. All optiflow junior cannulas are 100% leak and occlusion tested after final assembly and any cannula that fails is discarded. Samples are also taken and pull tested to check the tube tensile strength and the glue joint strength at the cannula/tube joint, as well as the swivel grip joint. The subject cannula would have met the required specification at time of production. The user instructions which accompany the subject device ojr410 optiflow junior 2 nasal cannula show in pictorial format the correct placement and fitting of the cannula, and provide the following warnings: "appropriate patient monitoring (e.g., oxygen saturation) must be used at all times. Failure to monitor the patient may result in loss of therapy, serious harm or death." "Ensure all connections are secure during use. Check the cannula is undamaged and that the flow path is maintained. Under excessive load, the cannula may disconnect to prevent forces being transferred to the patient." "Do not stretch the cannula on application; this may cause increase pressure to the patient's skin. If necessary, the cannula may be repositioned."

Event description:
A healthcare facility in france reported via a fisher and paykel healthcare field representative that an ojr410 optiflow junior 2 nasal cannula was found to be faulty during use on patient. The healthcare facility further reported that the patient experienced minor desaturation and associated bradycardia.